Manufacturer narrative:
Physio-control evaluated the device and confirmed the service indicator was illuminated and observed fault codes in the device's error log related to delivery of energy for defibrillation and pacing. No other discrepancies were observed. Physio replaced the therapy pcb assembly, and then observed proper device operation through functional and performance testing. Physio-control reviewed information with the customer regarding proper cleaning of the device, and returned it to the customer for use. Physio-control further evaluated the replaced therapy pcb assembly in the failure analysis center, and determined that root cause for the reported problem was an electrical short in an ic chip, designator u15, between the +400v pacing supply and the +5v digital supply, most likely caused by foreign material contamination.

Event description:
Customer called to report a device with an illuminated service indicator. Reporter learned that water entered the case when the crew was cleaning the device and when they turned the device on the service indicator came on. There was no patient associated with the reported event.